Event description:
The complainant is a user of the glucometer elite 4 blood glucose system. Customer indicated that customer purchased excel brand strips and is receiving high than normal results. Bayer does not recommend use of any off brand reagent with co's system. Customer tested blood sugar using the elite (bayer) reagent strips and compared the results with two comparative methods. All three results were good. However, when they used the excel off brand reagent customer's results were higher. While on the phone an offer was made to review the operation of the instrument system. The customer politely refused and felt that the problem was not with glucometer elite blood glucose meter but with the excel off brand reagent strips.